Event description:
The customer reported that the power plug was damaged and the generator batteries failed the voltage check.

Manufacturer narrative:
(B) (4). The ge service rep replaced the power cord and generator batteries and verified system operation.